Manufacturer narrative:
No further information was able to be obtained from this customer. However, the handpiece was returned and received for evaluation. The phaco handpiece was manufactured on june 25, 2016. Based on qa assessment, the product met specifications at the time of release. The handpiece was received for evaluation. The handpiece was connected to a calibrated system. The handpiece tuned successfully and completed a five minute burn-in test with the system set at 100% ultrasonic and torsional power. The handpiece was then connected to the calibrated dynamic tuning fixture (dtf) where a stroke test was performed on the ultrasonic and torsional movements. The handpiece was found to meet specifications per manufacturing test procedure (mtp). The returned handpiece met specifications. Therefore, based on the information obtained, the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported experiencing "phaco or suction not working several times during surgeries." Replacing the phaco tip did not resolve the issue. The handpiece was exchanged. There was no patient harm.